Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the pt said he is having difficulty with his stryker implants. He claims he has extremely high levels of cocr. Cobalt 2.5 times higher than the accepted level. He is extremely sick all of the time from his hip. He is having severe pain and would like to know if any of his implants were recalled. He stated that he has info from the FDA website regarding stryker recalls on his acetabular shell but is not sure if his hip stem was recalled or not."